Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600-high mg/dl. Bg level was addressed via correction bolus via pump. The customer alleged that the pump was not delivering boluses as requested. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. The customer acknowledged and continued using the pump for insulin therapy.